Event description:
Customer reported the left monitor intermittently goes black, and problems with the printer. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor and the printer. System operates as intended.